Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. It is not known which interface was used so both a wing sent back. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; manufactured date:2023-11-20 product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) manufactured date:2023-11-20 h6: img code is g02005. It is not known which interface was used so both interfaces were reported. Medical safety has reviewed the event. This event of reported no nerve response and it's subsequent reported harm and severity (nerve damage post-operatively, unknown recovery potential/status) are known and labeled per pra 10834094-m and IFU m987224a001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the total thyroid for graves disease and goiter, started the procedure on left side lobectomy, nim tube for intubation and monitoring for procedure. Unit setup and tested at procedure begining, and receiving feedback during beginning of procedure. Later in the procedure, the surgeon stated "nims was not working working". At that time, it was on the monitoring screen, with no errors or messages, and providing no feedback. Restarted the unit and hardwired the patient interface with the unit. At this point it had intermittent "lost connection" messages. Connections were double checked and then moved to right side and all worked fine. At procedure end, surgeon stated complication of procedure was transected nerve. There was a blood loss about 500ml. The patient could swallow but his voice is breathy; upon follow-up the patient was hoarse, and voice had not recovered several days later.

Manufacturer narrative:
H3:product analysis found that unit presented with updated software:(v1.4.3) and no fault found. H6: previouly applied fdr b21, fdm c21 and fdc d16 codes are no longer appalicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: nim4cpb1, serial/lot #: (B)(6) /227794090, UDI#: (B)(4); manufactured date:2023-11-20. H3:product analysis found that unit presented with updated software:(v1.4.3) and no fault found. H6: previouly applied fdr b21, fdm c21 and fdc d16 codes are no longer appalicable. 2. Product ID: nim4cpb1, serial/lot #: (B)(6)/227794091, UDI#: (B)(4), manufactured date:2023-11-20. H3:product analysis found that unit presented with updated software:(v1.4.3), fully charged batteries and no fault found. H6: previouly applied fdr b21, fdm c21 and fdc d16 codes are no longer appalicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.